Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a knee procedure, it was noted that the biosure ratchet driver was fractured, potentially leaving a small amount of metal in-site. X-rays were reviewed and no foreign body was found. The patient is fine and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the device is fractured and the remaining metal is deformed. There is biological debris in the crack left in the remainder of the device tip. One undated photo of the device was provided for review and confirms the reported breakage. Although images were not provided, it was noted that no foreign body was found in the reviewed x-ray images. It was also noted that, the surgeon is satisfied that the instrument had unraveled and that no debris was left behind, and the patient is fine. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.